Manufacturer narrative:
Dob: (B)(6).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number 3002806535-2020-00126.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number 3002806535-2020-00126.

Manufacturer narrative:
(B)(4). Concomitant medical products : 31-555501 unknown lot exact offset broach handle ndl. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00811.

Event description:
It was reported that during surgery, when rasping with the taperloc rasp, a metal piece detached from the rasp. When the rasp was broken, the rasp handle broke in two parts. The metal piece was completely removed from the patient attempts have been made and additional information on the reported event is unavailable at this time.